Event description:
A nurse reported that an introcular lens (iol) broke during insertion. Enlargement of the surgical incision was required to facilitie removal of the lens. Additional information has been requested.

Event description:
Additional information was provided by a nurse familiar with the event. The nurse states the haptic bent during insertion. The lens was removed and the incision was enlarged for another iol that was implanted with good results.